Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported rupture for left side. The device has been explanted.

Event description:
Healthcare professional reported "rupture of a saline device" for left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b.

Manufacturer narrative:
Analysis of the returned device identified; linear opening on posterior, wear abrasion, creases fold and yellow particles in the shell. Leak test and microscopic analysis was performed which identified; crease smooth linear opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported "rupture of a saline device" for left side. The device has been explanted.